Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
A complainant reported the 82 year old female patient was on impella cp support due to lmt infarction. While on support, there was bleeding from the sg insertion site. The impella was not working well, but it was managed by adding volume with blood transfusion. The patient was managed without administering heparin to the purge solution. However, the purge flow rate gradually decreased possibly forming a blood clot. No additional information was provided.